Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "multiple occurences of IV fluid bag running dry despite vtbi set below the volume indicated on the bag and priming. Additional information: kindly acknowledge no patient was involved and no human harm caused. There was no harm to the patient. Please clarify the issue within the complaint. Is it over delivery? Was the vtbi delivered correctly and the bug should not have been emptied? Though the listed issue in the report is "bag running dry" the real issue is that the set (anticipated) volume programed into the epidural pump, does not seem to match the actual volume in the infusion that is hung - as evidenced by volume shortage. This problem is a concern for the frontline staff who not only have to address bags running out before expected, but also in the accuracy of the narcotic sheets they are filling out. My staff report being up to 38cc's off on the epidural narcotic sheets. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) B.braun perifix epidural catheter set, 20ga., product code:ec200. What drug was administered during the event? Bupivicaine fentanyl. What was the volume left in the bag? Varied."